Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "signs of detachment of the cover-capsule complex in multiple segments, as well as heterogeneity of the gel with echogenic images in its thickness in relation to the "ladder sign", such as indirect signs of intracapsular rupture of the implant. At least one ganglion in the armpit with a "snowstorm" image is also observed as an indirect sign of extracapsular rupture of the prosthesis". This record is for the left side. The device was explanted and replaced with another manufacturer's device.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch 1 should have been listed as 15jan2026.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.